Event description:
The customer reported the AED unit was attached to a patient but the unit did not recognize that this had been completed. Both the connection to AED pads and the pad placement were checked satisfactorily and the AED still did not recognize that this had been done. The customer stated that if the pad/ECG connector on the unit was held in certain position, a signal could be received by the unit, otherwise, the unit didn't recognize that either the pads or the ECG cable was supplying a signal. The customer replaced the pad/ECG connector with a new one and received the same results. A second device was available to continue therapy. No patient harm.

Manufacturer narrative:
The device has not been received at this time, but is anticipated. Upon completion of the investigation, a follow up will submitted.